Event description:
A customer contacted beckman coulter (bec) reporting a leak of a blue colored fluid underneath the coulter lh 750 hematology analyzer. The volume of the leak was reported to between 5 and 10 ml. The customer was wearing proper protective equipment (ppe), consisting of a laboratory coat and gloves. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found that the bracket that holds the moveable probe rinse cup was broken and was not in the position under the probe during the backwash leaking fluid into the bottom of the instrument. The fse replaced the entire probe assembly including the bracket to resolve the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).